Event description:
Customer reported that the insulin pump became suspended in the middle of the night. He reported receiving off no power alerts. The blood glucose reading was 300 mg/dl. Customer did receive a low battery alert prior to the off no power alert. He stated that the battery was not previously used and that the battery cap was not loose, cracked or damaged. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The display window was scratched and reservoir tube lip was cracked.